Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the specimen trap was occluded. The product was changed out, there was no blood loss, and surgery was completed successfully. There was less than a 5 minute delay in surgical procedure.